Event description:
Healthcare professional (hcp) reports a pt reaction to the psn (polysynthane) membrane. The incident occurred during the pt's first exposure to the psn membrane at the start of the hemodialysis treatment. The pt experienced sweating, vomiting and back pain. The pt was treated with benadryl 50mg intravenously and the blood flow was reduced. The treatment was continued and completed without further incident. The pt has been switched to an alternate membrane.